Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 15, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged meter issue started at an unspecified time before 1:00 pm, in 2007. The patient claimed, that she passed out after the meter issue began and that the paramedics (emt's) were contacted. When the paramedics arrived around 1:00 pm the same day, they tested her blood with an emt meter and got a result below "30 mg/dl". The patient was treated with IV glucose and taken to a hospital. The patient declined to provide additional information. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and if she made any changes to the regimens because of the reported meter issue. Also, it would have been helpful to know what actions the patient took in response to the meter issue, what time the meter issue started, what time the symptoms developed, what actions she took in response to the symptoms, and if she was hospitalized. The patient did not have a replacement battery to troubleshoot the alleged meter issue. The patient admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she passed out and received IV glucose treatment from paramedics after the alleged meter issue began. It is not clear as to what actions the patient took after the meter issue started and before she developed symptoms.